Event description:
(B)(6) result was obtained for a patient sample. The patient sample was tested on (B)(6) and reported as (B)(6). The discordant result was discovered during a correlation study with the advia centaur cp (B)(4) assay. The result was (B)(6). A redraw sample was obtained on (B)(6) and testing was performed on both (B)(4) assays. The results were (B)(6) for both assays. The patient was admitted to the hospital on (B)(6) for acute respiratory disorder. The patient was still in the hospital when the redraw sample was obtained. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens' field service engineer (fse) went on site for system inspection. The fse performed preventive maintenance. No issues were identified. The cause for the discordant (B)(6) result is unknown. Possible pre-analytical issue with the sample tested on (B)(4) 2014. The instrument is performing within specifications. No further evaluation of the device is required.